Manufacturer narrative:
Product complaint # (B)(4). Section b5: the lot number for the prowler select microcatheter is 30687130. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # ==> (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h10. Complaint conclusion: as reported by the field, during a stent assisted coil embolization, the physician delivered an enterprise2 4mmx39mm intracranial stent ((B)(6)) into a prowler select plus 150/5cm microcatheter (prowler select plus 150/5cm, unknown lot). No distal tip (delivery wire) of the stent was found under the x-ray. The physician removed the stent and microcatheter from the patient¿s body and switched to new devices to complete the surgery. There was no patient injury reported. Additional information received on 29-aug-2023 indicated that there was no resistance/friction encountered with the enterprise and the prowler select. The procedure was successfully completed. The user did not apply undue force at any time. No additional intervention was required. No procedural delays due to the event. Additional information received on 31-aug-2023 indicated that it is unknown if the device was inspected beforehand to confirm that the tip was present in the device. It was unknown whether the distal tip was separated. The stent makers were visible under x-ray but 12 mm distal tip was not visible. This hospital was not authorized to the stent of no tip currently. Additional information received on 31-aug-2023 indicated that it is unknown if the device was inspected beforehand to confirm that the tip was present in the device. It was unknown whether the distal tip was separated. The stent makers were visible under x-ray but 12 mm distal tip was not visible. This hospital was not authorized to the stent of no tip currently. A non-sterile enterprise2 4mmx39mm was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and no apparent damage was observed; the stent remained attached to the delivery system. The delivery system was inspected under microscopic magnification, and it was found that the distal tip of the delivery wire was absent. The stent was deployed intentionally to perform further inspection of the delivery wire. A broken condition was found at the section where the distal tip merges with the reference marker. Then, the deployed stent was inspected, and one of the distal ends was noted to be completely flared; however, the other end was found to have the struts bent and broken. The issue regarding no distal tip of the delivery being found under the x-ray was confirmed since, during the inspection, the distal tip of the delivery system was noted to be absent due to a broken condition. The damages found in the device suggest that excessive force was applied to the device during the manipulation. The exact time when the distal tip broke off cannot be determined with the information available. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the device. Lake region medical did review the device history records relative to the manufacturing, inspecting, and packaging of the lot 7507669. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required at this time. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contain the following recommendations: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a stent assisted coil embolization, the physician delivered an enterprise2 4mmx39mm intracranial stent (encr403912, 7507669) into a prowler select plus 150/5cm microcatheter (prowler select plus 150/5cm, unknown lot). No distal tip (delivery wire) of the stent was found under the x-ray. The physician removed the stent and microcatheter from the patient¿s body and switched to new devices to complete the surgery. There was no patient injury reported. Additional information received on 29-aug-2023 indicated that there was no resistance friction encountered with the enterprise and the prowler select. The procedure was successfully completed. The user did not apply undue force at any time. No additional intervention was required. No procedural delays due to the event. Additional information received on 31-aug-2023 indicated that it is unknown if the device was inspected beforehand to confirm that the tip was present in the device. It was unknown whether the distal tip was separated. The stent makers were visible under x-ray but 12 mm distal tip was not visible. This hospital was not authorized to the stent of no tip currently.